Manufacturer narrative:
This report is submitted on february 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection at implant site and extrusion of the device. The patient was treated with oral antibiotics (date and duration not reported) however the issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2018.

Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2018-00838..